Event description:
The medical facility reported that the erbe argon plasma coagulator (apc) model apc 2 with an electrosurgical unit (esu) model vio 300 d (part number 10140-000) [apc/esu system] was involved in a patient incident. Argon plasma coagulation was used to treat arteriovenous malformations (avms) in the right colon due to the patient being sick. However, upon treatment, the patient complained of abdominal pains. Therefore, radiological work was performed and free air was detected in the patient's abdomen. Even though no perforation was visibly detected in surgery, the treatment area was oversewn. The patient is now fine.

Manufacturer narrative:
The account's biomedical department checked the outputs of the esu and found them to be within specifications. However, they were unable to check out the apc. Therefore, the apc/esu system was returned and thoroughly inspected/tested. A technical safety check was performed on each unit. This included and electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event (note: unrelated to the reported issue and upon the equipment evaluation, some routine upgrade/update work was performed on the esu.) Most likely there were many factors involved with the situation. However, the patient's physical health and medical condition appears to have been a significant factor in regards to the incident. That is, being sick with arteriovenous malformations (avms) in the right colon, a very thin walled area. As a result, upon the argon plasma coagulation treatment for the avms, the remaining wall was not sufficient to stay intact which resulted in the perforation. However, no conclusive determination could be made as to the cause of the event. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work by one of erbe USA's clinicians is being performed at the medical center on. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.